Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) after the most current occlusion was 275 mg/dl; the past bg level was not provided. To address the bg level, the customer changed the supplies on the pump and delivered a correction bolus. The customer reported no insulin was exiting from the tubing after the last occlusion. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.